Event description:
The customer called and reported experiencing low blood glucose of 47 mg/dl. Instead of calibrating, customer ate something to bring up blood glucose first, and upon retesting, blood glucose was 147 mg/dl. When customer calibrated, she received a calibration error. The customer retested and blood glucose was 194 mg/dl and upon calibrating again, customer received a calibration error, followed by a change sensor alert. Restarting the sensor did not resolve the issue. Troubleshooting was performed. Calibration timing was discussed and customer was advised to change out the sensor. Customer reported experiencing similar issues with another sensor. She was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.